Event description:
The report indicated that the customer's bgs were continuously high (400-500mg/dl) over a 14 hour period. Multiple correction boluses were administered, which were ineffective at lowering her levels. In addition, the pod had initiated an occlusion alarm and blood was seen in the cannula. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.